Event description:
On (B)(6) 2012, pt reported he doesn't think his infusion device is delivering insulin. Pt stated he was released from the hospital last night after having ketoacidosis. Pt reported last friday his blood glucose level had been going higher and higher. Pt stated he had not eaten for 2 days due to throwing up and nausea. Pt reported he would bolus and could hear the infusion device making pump noise. Pt stated when he was at the hospital, his endocrinologist disconnected the infusion device, programmed a 10.0 unit insulin bolus and the device made the pump noise but no insulin dripped from the infusion set tubing. Pt reported the doctor thought the infusion device was not delivering the insulin. Pt stated his wife took him to the emergency room on (B)(6), and he was admitted to the ICU for the next 5 days. Pt reported he was taken off of the infusion device because his blood glucose level was 961 mg/dl when he arrived at the hospital. Pt's normal blood glucose rang is 150-250 mg/dl. Pt stated they ran tests, did blood work and told him he had ketoacidosis. Pt reported he was taken off of his infusion device and placed on an IV drip which brought his blood glucose level down to the lower 100's mg/dl. Pt stated the last 2 days he was in hospital, he was taken off of the IV drip and placed on his backup infusion device which has continued to regulate his blood glucose. Pt reported his infusion sites are changed 4-5 days and the infusion set tubing is changed every 4-5 days. Pt stated the infusion adapter was changed 3-4 months ago. Advised on changing the adapter. Pt reported he reuses the insulin cartridges. Advised not to use reused cartridges. Advised on the importance of not going over the time frames advised for changing the accessories. Sending courtesy supplies. Product was replaced and requested return of the alleged product for evaluation.